Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01491.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, prior to use, the hospital technician inadvertently kinked the ruby coil on the back table; therefore, it was not used in the procedure. While advancing a ruby coil in the aneurysm using a non-penumbra microcatheter, the hospital technologist pulled back the microcatheter and lost access to the aneurysm. Therefore, it was decided to retract the ruby coil; however, upon retracting a ruby coil out of the microcatheter, the ruby coil unintentionally detached. It was reported that half of the ruby coil was in the aneurysm and the other half in the native vessel (anterior tibial artery to superficial femoral artery). Therefore, the physician decided to snare the detached coil; however, the ruby coil broke in half. The physician was able to use forceps to remove the remaining coil. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.